Event description:
According to the reporter, occurred during the procedure. There was poor staple formation. The staple line was distally incomplete. To correct the incomplete staple line, a new stapling handle was used. No known impact or consequence to patient.